Manufacturer narrative:
A boston scientific technical services consultant documented the observations and discussed further testing for this system. The local boston scientific sales representative stated no additional testing was performed and they will continue to monitor the patient remotely and in office. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones and an out of range shocking impedance measurement was noted last month. No adverse patient effects were noted.

Manufacturer narrative:
Additional information was received stating this system was also exhibiting pacing impedance measurements greater than 2000 ohms. The root cause of the clinical observations could not be determined. Therefore, a revision procedure was performed and the associated rv lead was removed from service and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.